Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home pd system kaguya experienced a high priority alarm 20198. The patient was connected at the time of the alarm. This occurred during an unspecified process step of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A simulated treatment was performed and no issues were observed. The event history log was checked and it was confirmed that e20198 occurred. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found to meet specifications related to the reported high priority 20198 alarm, and no assignable cause was identified. Should additional relevant information become available, a supplemental report will be submitted.